Manufacturer narrative:
The sample device has been received, but the investigation is incomplete at time of this report. A f/u investigation report will be sent when completed.

Event description:
The event reported as: the spring clip in the applier broke while it was being loaded. No pt involvement.